Event description:
Rptr had surgery 12/8/92 as a result of a work-related fall on 7/5/92. A system was installed and she has had trouble ever since. Her back pops and pains when walking; everytime she steps with the right leg she has severe stiffening and is unable to move and turn in bed. When she gets up, it seems part of her backbone stays in the chair. She can't walk or move around as she should. She is in constant pain. Her feet and legs also hurt as before surgery, like nerves being pushed where they shouldn't be. She can't sit. At times she can't stand.